Event description:
A hemodialysis inpatient user facility reported that during treatment an internal blood leak occurred. The leak was visually observed as pink effluent was noted in lines. Blood test strips were not used, but the machine's blood leak detector alarmed appropriately. Blood was not returned to the pt. The estimated blood loss was 250cc. The pt has no adverse effects and no medical intervention was required. The pt completed treatment on another machine in the facility was a new set-up. The sample has been requested for eval.

Manufacturer narrative:
There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A review was performed on the sub-assembly lot numbers used in production of the finished product, and there were no non-conformances in any of the raw materials used in finished lot production.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.